Event description:
It was reported that during the surgery that the unit didn't work at all from the beginning; unit had no power, product is brand new. There was no harm or injury to patient. There was an approximate 15 minutes delay while an alternate product was prepared. Due diligence is complete. No additional information is available.after evaluation of the returned device, it was determined that the device's battery pack was found to have leaked electrolyte inside of the pack.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. Functional testing of the returned product determined the device would not power on with the original battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. No other related damages were found. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.